Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 56mm. Follow up dates and aneurysm measurement: (B)(6) 2010, 58mm, (B)(6) 2011, 60mm, (B)(6) 2012, 65mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention.